Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed. Please see the following related MFR reports: 3010617000-2015-00628 for autopulse platform s/n (B)(4).

Event description:
It was reported that the motor for two autopulse platforms (s/n'#s) (B)(4) were not working and no compressions were able to be performed. There was no report of any patient involvement. No additional details were provided.